Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient experienced cognitive impairment that resulted in the emergency medical services (ems) being called. The ems indicated the patient's blood glucose was 39mg/dl and provided food and drink as a treatment to bring their blood glucose values up. There was no allegation against the dexcom system as it was unable to determine if the patient was using the device at the time of event. No additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.